Event description:
The account stated that the architect analyzer generated a total b-hcg result of 39.5 miu/ml on (B)(6) 2010. The sample was repeated on (B)(6) 2010 and results of 6179 miu/ml and 6210 miu/ml were generated. A new sample from the patient collected on (B)(6) 2010 was tested and a result of 6127 miu/ml was obtained. The original result of 39.5 miu/ml was not reported. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.